Manufacturer narrative:
Per the manufacturer's technical support specialist the user facility reset the circuit breakers which resolved the reported issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the battery symbol was flashing while plugged into alternating current (ac). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.